Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 40/7/2/100 equalizer occlusion balloon catheter was advanced for dilation. However, upon inflation at a nominal pressure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned in a generic plastic bag. The balloon is burst/ruptured (proximal side of the balloon) no other damages were observed in the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 40/7/2/100 equalizer occlusion balloon catheter was advanced for dilation. However, upon inflation at a nominal pressure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the target lesion was located in the iliac artery. The balloon was inflated twice, then it ruptured and the device was simply removed.